Event description:
It was reported that the suture was used in an anterior cruciate ligament recontruction. The pt was seen in 2001 for a post operative visit and the surgical site was abscessed and the suture was spitting out. A culture was performed, the results have not been provided.